Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a ligation procedure performed on (B)(6) 2021. During the procedure, the bands did not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that handle assembly was returned with the device. It was noted that the trip wire was secured, and the slack was correctly taken up. The returned handle assembly did not present any visual problem. The ligator head was not returned for analysis. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event of failure to deploy bands could not be confirmed. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and revealed there was evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. It was reported that the device was used in the gastric venous. The IFU states, "the speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a ligation procedure performed on (B)(6) 2021. During the procedure, the bands did not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.